Event description:
Rptr calling regarding complications from liposuction procedure in 2001 and 2002. Initial procedure was done on abdomen, both legs and knees. In 2002, additional surgery on abdomen. Rptr now has a "hole" as big as a peach in right lower quadrant of abdomen. Rptr notes that the "hole" gets deeper if they exercise or gains weight. They are unable to eat or gain weight. States looks bad, unable to wear short skirts or bathing suits. Rptr has lost income because unable to work as a model. Subsequent to the surgery, the rptr found that the surgeon was not certified to do the procedure. This doctor was an otolaryngology specialist nor does the board of plastics recommend removal of deep fat in the abdomen. Rptr saw 2 other doctors for consultation who indicated that "fat grafting" could be tried but not sure that it will make much of a difference. Rptr has not had the corrective surgery due to cost and has sent a letter to the doctor who performed the 2 surgeries.